Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-aug-16. It was reported that when a manufacturer representative (rep) turned the stim on too high, the patient went into a-fib, and it felt like her heart was going to come out of her body. The patient stated that she had a ¿heart palpitations¿ before they were implanted, now they had to see a cardiologist for possible damage to her heart since (B)(6) 2017. Lastly, the patient stated that she would not turn the stimulation on because it felt like ¿1000 needles¿ were going into her body since (B)(6) 2017 and the programmer confirmed that the stim was off. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was programmed too high into her spine and caused her to go into a-fib in (B)(6) of 2017 and had to go to the hospital. The patient¿s device is now inoperable. There were no further complications reported or anticipated.